Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged, and was successfully repositioned in a revision procedure. No adverse patient effects were reported. Bsc was unable to provide implant dates.